Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received four appropriate treatments. The device was started up at 11:06:07 on (B)(6) 2023. At 17:38:36, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 17:39:07, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 17:41:06, an arrhythmia was detected. ECG shows sinus bradycardia @ 50 bpm degrading to vf. At 17:41:37, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 17:42:02, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 180 bpm degrading to vf. At 17:42:31, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was af with rvr @ 140 bpm. The electrode belt was disconnected at 17:42:42 on (B)(6) 2023.